Event description:
A (B)(6) old male pt contacted zoll customer support to report that his monitor was 'humming' and was unresponsive. The monitor screen went black. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (not powering on properly) has been confirmed. As received, the monitor would not power on. Upon evaluation, there was a segmentation fault while performing the flash memory test. The cause of the constant resets was a flash memory failure (components u102 and u105) on the computer analog board sn 52014006. Root cause analysis of the flash memory failure is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective component. The pt received a replacement monitor.